Event description:
The customer reported the system was not starting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive and calibrated the collimators. No report on repair status of this system. This MDR is related to ge healthcare complaint.